Manufacturer narrative:
It was learned on 06/23/11 that the intraocular lens was removed and replaced on (B)(6) 2011. Manufacturer has not received the lens for analysis. Patient status not reported. All information currently available is included in this report.

Manufacturer narrative:
The iol remains implanted. The lens met all manufacturing specifications prior to release. In follow-up with the account it was learned the patient has been lost to follow-up by the implant surgeon. No further information is available. Lens remains implanted

Event description:
The surgeon reported the patient is dissatisfied with the halos he is experiencing and requested that the monofocal intraocular lens be removed and replaced. Patient reports the halos are significantly affecting his quality of life. The lens remains implanted.